Event description:
Reportedly, during a follow-up, premature battery discharge was observed over 6 months (battery voltage decreased from 3.0v on (B)(6) 2014 to 2.4v on incident date). The subject device will be explanted and will be returned for analysis.

Event description:
Reportedly, during a follow-up, premature battery discharge was observed over 6 months (battery voltage decreased from 3.0v on (B)(6) 2014 to 2.4v on incident date). The subject device will be explanted and will be returned for analysis.